Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that three days post operation in the intensive care unit for an endoluminal repair of an abdominal aortic aneurysm, the line with the brown catheter hub became completely detached from the clear pigtail extension line, which caused the patient to suffer an air embolus and require resuscitation and intubation. The patient was stabilized and was hemodynamically stable with good sp02 following resuscitation. An echocardiogram was to be performed to investigate if any cardiac shunting was occurring 3 days post insertion. Seventy-two hours post event, the patient was extubated and was conscious, but confused. The insertion site was the right jugular and a delay was reported.